Event description:
The lead integrity alert (lia) sound on (B)(6)2021 or 2 or more high rate? Ns episodes less than 220 ms and sensing integrity counter (sic) greater than or equal to 30 in 3 days. T-wave oversensing. Lia was due to short v-v intervals as a result of t-wave oversensing (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).